Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/05/2020. Additional information was requested and the following was obtained: could you please send us a picture? See pictures attached. Do you have any difficult to open the package? What do you refer when you said "contaminating the product"? When the customer reported that he contaminated the product, it was that when tearing the packaging, the attendant touched the wire, having to despise it and open another envelope. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 06/04/2020. Corrected information: b1, h1- upon review, this medwatch report 2210968-2020-02412 does not meet reportability criteria and has been updated from malfunction to not reportable issue.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and the suture was used. It was reported that the suture package tore when opening the thread packaging contaminating the product. Additional information has been requested.